Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging to have obtained an inaccurate result with their onetouch verio iq meter compared to another unknown device. The reporter obtained a blood glucose reading of "386mg/dl" with the subject meter, however it is not known what result was obtained on the other unknown meter. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.